Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead defibrillation coil impedance had been increasing over time and was now high. The alert parameters were increased and the lead remains in use. No patient complications have been reported as a result of this event.